Event description:
Facility reports that when starting to raise a patient, using an ultratwin overhead lift with repo sheet attached, that the nurses heard a tearing sound and stopped the lift. They discovered that a strap had ripped off the sheet. Patient was still in the bed. No injuries were reported.

Manufacturer narrative:
Distributor has requested the repo sheet from the facility so that analysis could be conducted. To date, the facility has been unresponsive in allowing us to view or inspect the reposheet. Manufacturers recommended maximum load for this reposheet is 440lbs, the reported weight of the patient being transferred at the time of the incident was 457lbs. Without the reposheet being returned for analysis, it is not possible to determine what was the cause of the tear. User guides are clear on the proper and safe use of the product.